Event description:
Boston scientific received information via the patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range shock lead impedance (sli) measurement of 0 ohms. The patient was in surgery the time of the 0 ohms impedance detected. Subsequently, boston scientific technical services (ts) stated that surgery likely the cause of the electromagnetic interference (emi). Recent upload of the patient shock impedance showed 40 ohms. Additional information was received that no further action was needed. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.